Event description:
Caller reported the cartridge of the pump leaked. Caller stated when trainer pulled the cartridge out, she noticed a large amount of insulin in the chamber. Requested return of the pump, cartridge, and adapter for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.